Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed insulin flow blocked alarm during bolus. Customer's blood glucose was 125 mg/dl. Customer attempted twice and device alarmed both times. During troubleshooting, device alarmed insulin flow blocked alarm twice with fill tubing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with insulin flow block alarm during force sensor test at, the motor and force sensor was tested outside of the device and passed, force sensor zero-offset measures. The problem isolated to connector. We were unable to performed force sensor test and occlusion test due to insulin flow block alarm. The insulin pump was received with scratched case.